Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached surecuff was confirmed; however, the cause was undetermined. The product returned for evaluation was one 4.2fr s/l broviac chronic catheter. The sample was received with an attached repair catheter. Usage residues were evident throughout the sample. The catheter terminated 9.6cm distal of the intermediate tubing. The surecuff was completely detached and was not returned for evaluation. Tactile inspection of the sample revealed abundant and severe tensile weakness throughout the sample. Microscopic inspection of the sample revealed the presence of adhesive residue within the region previously occupied by the surecuff. Fibers were also evident in that region. The presence of both adhesive residue and surecuff fibers in the near the distal end of the intermediate tubing indicated that the surecuff had previously been attached. The abundant and severe tensile weakness indicated that the sample had been subjected to multiple pulling events. It could not be determined the extent to which the pulling events caused/contributed to the observed detachment. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that on (B)(6) 2015 the broviac catheter was placed for chemotherapy via the right subclavian vein. The repair kit was used when the catheter parts around the clamp had been damaged approximately five days after placement. It was said that on (B)(6) 2015 the catheter seemingly had been pulled (forcibly) by the patient and was found to be dislodged without the surecuff. The surecuff had been coalesced into the tissue and remained in the patient's body apart from the catheter. The surecuff and its surrounding tissue were removed later.